Manufacturer narrative:
H6: code 400(other): firing mechanism damagedd5,6: h4: information unavailable

Event description:
It was reported the instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported the handle broke during the procedure on the 2nd firing. It was reported the instrument was difficult to fire, but they kept on trying. There was no consequence to the pt.